Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated elective replacement indicator (eri). The eri caused by low battery voltage noted on (B)(4) 2011 prior to explant. Ram ware version 8 installed on (B)(4) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The actual device has now been returned evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4) : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated elective replacement indicator (eri). The eri caused by low battery voltage noted on (B)(6) 2011 prior to explant. Ram ware version 8 installed on (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The actual device has now been returned evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage indicated elective replacement indicator (eri). The eri caused by low battery voltage noted on (B)(4) 2011 prior to explant. Ram ware version 8 installed on (B)(4) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator tripped elective replacement indicator early. The patient is scheduled for a device change out. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.